Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had an under-delivery anomaly. The under-delivery issue is what the customer believed made them have a low blood glucose value of 40 mg/dl. The customer was not hospitalized. Troubleshooting was performed and there was no indication that the device will be returned or replaced.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test.